Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off effective ilet therapy. Dka represents acute metabolic decompensation requiring inpatient management and is consistent with the reported insulin drip and IV fluid treatment. Engineering log review was limited, as the device had not synced since (B)(6) 2025 and complete device data corresponding to the reported event date were not available. Available data indicate that as of (B)(6) 2026 the device was not receiving cgm or bg values and therefore would have stopped automated insulin dosing per system protocol. Cgm data on (B)(6) 2026 show hyperglycemia above 400 mg/dl after sensor reconnection. No motor malfunction alerts were present in the available logs. Based on available information, the hyperglycemia is consistent with prolonged interruption of insulin delivery due to lack of cgm connection and failure to initiate appropriate backup therapy. Although the patient reported being told the motor was not working, this was not confirmed in the available engineering data. The device has been replaced and is pending return for further evaluation. Based on currently available information, a device malfunction has not been confirmed and the event remains cause not established. If additional information becomes available, including completion of device evaluation, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.